Event description:
Device analysis revealed that the catheter shaft was perforated. There were no clinical consequences to the patient.

Event description:
Device analysis revealed that the catheter shaft was perforated. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the catheter was stretched 23-28cm from its proximal end and it was kinked 37.3cm from its proximal end. The outer shaft was delaminated 38.5cm from its proximal end and it appeared to have been punctured from the inside, most likely by the intraluminal device. While there are several potential causes for the observed issues, based on the information available, it was not possible to determine a definitive root cause for the damages found during analysis.